Event description:
It was reported that a user experienced hypoglycemia with a measured blood glucose of 44 mg/dl while preparing for sleep and requested additional training on hypoglycemia management. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and glucose tablets with return to target range within approximately 30 minutes, without third-party assistance or medical intervention. Investigation included troubleshooting and education with the customer. Investigation of this case revealed the cause of the hypoglycemic event was unclear. It was concluded that no device alerts or alarms were reported and that the event resolved with oral carbohydrate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.